Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1ml 6mm (15/64") 31g has foreign matter in the fluid path. The following information was provided by the initial reporter: consumer reported finding "clear liquid" in barrel of syringe prior to injection. Stated, she still used the syringes found with that issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for foreign matter in barrel on lot # 1284160. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 1284160. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1ml 6mm (15/64") 31g has foreign matter in the fluid path. The following information was provided by the initial reporter: consumer reported finding "clear liquid" in barrel of syringe prior to injection. Stated, she still used the syringes found with that issue.